Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon device interrogation, it was noted that the right atrial (ra) lead was not capturing appropriately. Fluoroscopy confirmed the ra lead dislodgement. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
New information received notes that the lead exhibited full loss of capture.

Manufacturer narrative:
The reported event of capture loss was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. Final analysis was normal with no anomalies found.